Event description:
Report received indicated that pt developed redness and itchy skin under tape boarder after a few months of use. Prior to the receipt of this complaint the pt used several products including hydrocortisone cream and anti fungal powder to treat the infected area. The report stated the infection had progressed and symptoms include slight "weeping" of the skin. Further info regarding pt outcome was not made available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.